Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced suspected insulin overdelivery while using smartguard, leading to repeated low blood glucose events requiring treatment with four glucose drinks. The customer reported the pump continued delivering insulin during hypoglycemia. The event involved product(s) mmt-7040ma,mmt-1884,mmt-431ag,mmt-342g. Troubleshooting was performed, including self and displacement tests (both passed); pump programming and set change were reviewed and found normal. The customer declined carelink upload and further troubleshooting, and leadership approved pump replacement. No pump damage was reported, and no further complications were noted. Mmt-7040ma,mmt-1884,mmt-431ag,mmt-342g were not expected to return.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0875 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of 09/27/2025 found bolus deliveries of .05u at 00:02:17.000, .375u at 00:12:16.000, and .075u at 00:17:19.000. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09/27/2025 listed on smartsolve due to insufficient data in the trace/history files. Test sc1-cap locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.